Manufacturer narrative:
Lot review: a review of lot# 3260483 showed that (B)(4) units were manufactured, tested, inspected and released in may 2016 citing no anomalies. Conclusion: based on the pictures and reported issue the leakage does not appear to be the reported device. Device discarded.

Event description:
Complaint received regarding one ch3033, 14" bifuse add-on set w/bag spike, spiros and vented cap, lot# 3260483, (mfd. 06/2016). Report states; "leaking of product on the connection between the infusor and administration set." Unprotected chemo exposure reported. Based on the pictures supplied the leak is coming from another manufacturers devices. Device discarded. There was no serious adverse patient consequences reported.